Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported a PICC catheter was inserted into the brachial vein of the right upper limb on (B)(6) 2020, and it ruptured 3.5 cm from the puncture point on (B)(6) 2021. No other information was provided.